Manufacturer narrative:
D1 - brand name was updated. D2a, d2b were updated. D4 was updated. G4 - PMA/510(k) # was updated. H3 and h6 were updated. The suspect pump was returned for evaluation. The event history log was reviewed, and no alarms related to the complaint were identified. No service activity was recorded within the past 12 months. Visual inspection and functional testing were performed. During downstream occlusion testing, the unit continued to alarm with the cassette not attached. This confirmed the complainant¿s allegation. The probable cause was identified as a faulty dso sensor. Both the dso sensor and seal were replaced. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited a not recognizing cassette error. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.